Event description:
A complaint via social media was received. A customer received an unspecified high glucose sensor readings on the Abbott Diabetes Care (ADC) device. It is unknown whether the customer observed a trend arrow on the device. Details of the customer's symptoms are unknown; however, they reported self-treating with insulin and unspecified medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.